Event description:
Caller has a cataract removed on both eyes on (B)(6) 2022, since then her vision has been affected by the lenses that was implanted. Caller stated that she wants FDA to know because they approved the lenses.

Event description:
Additional information received from reporter on 19-sep-2022, for mw5111331. She states she continues to experience vision problems including a lot of glare; blurred vision; difficulty reading street signs while driving; poor distance vision; a "quiver" or "jumpity" eyesight in peripheral vision; and "devastating" halos which are particularly bad when trying to drive at nighttime and are even worse when the streets and pavement are wet with rain. She tries to avoid driving at night due to problems with halos. She states whenever she leaves the house during daylight she must wear sunglasses or the intensity of bright sunlight is too much for her to handle. She states "my close-up vision is perfect" however.

Event description:
Additional information received from reporter on january 19, 2023 for reporter number mw5111331: I had cataract surgery both eyes on (B)(6) 2022. After a discussion with my doctor, I chose panoptix multifocal premium lenses. I ended up with lifetime concentric circles, blurriness, starbursts, halos and glare around all lights more pronounced at dusk, dawn and darkness. In addition, my intermediate (15-20ft.) And distance has been decreasing gradually and lately, I have even noticed my near vision is not as clear. My lifestyle has been drastically affect how can the FDA possibly approve such lenses? I have been in cataract support groups online and learned many people have the identical symptoms. In fact, I personally know someone in my area who has identical problems. I have previously contacted FDA with no response, but on my followup call learned I had a case # mw5111331.